Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system; the instrument presented no sign of mobility issues. The instrument passed the recognition and engagement tests, and as well as passing the cauterizing tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that after a da vinci-assisted radical surgical procedure, the permanent cautery spatula instrument was found defective. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-apr-2026: some arms were missing from the wheels that attach to the mechanism connecting to the robot arm. Some arms had exposed wiring and were non-functional. Some arms had cabling that had snapped at the elbow of the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.